Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.161" x 0.079" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the paddle on the tip of the mega suture cut needle driver did not work. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a needle fell as a result of the paddle issue. The blades were not dull. The tip was also found bent/misaligned. The procedure was completed with a backup instrument. The needle fell inside the patient's anatomy. There was no report of a fragment of the instrument falling inside the patient's anatomy.